Event description:
The customer reported obtaining low quality control and erratic ion selective electrode (ise) patient results with flags (l, h) for sodium (na) and potassium (k) on their dxc 700 au clinical chemistry analyzer. The samples were repeated with normal results. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient demographics but provided the results for four (4) patients.

Manufacturer narrative:
A beckman field service engineer (fse) evaluated the dxc 700 au analyzer and identified the reference electrode was defective. The fse replaced the reference electrode to resolve the issue. The fse performed calibration and ise selectivity checks and quality control with passing results. The fse verified the analyzer resumed to normal operation. Section a2, a4, and a5: information not provided by customer. Section e1, initial reporter telephone number is (B)(6). The beckman coulter internal identifier is (B)(4).